Event description:
It was reported that a dexcom g7 cgm failed to pair with the ilet, consistent with an intermittent communication failure involving the antenna/electrical-magnetic communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet that aligned with an intermittent communication failure at the antenna or related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.